Manufacturer narrative:
Upon receipt, the leads under complaint were received for analysis. The performance of the leads was scrutinized, including visual, mechanical and electrical inspections. Plexa promri df-1 s 65 - sn (B)(6). The insulation was found rubbed through approximately 51 cm distal to the is-1 connector pin, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the fixation helix was found bent, which most likely resulted from the extraction procedure due to tensile stress. Sentus promri otw qp l-75 - sn (B)(6). The conductor coil was found fractured approximately 37.5 cm distal to the is4 connector pin, which is assumed to be the root cause of the reported loss of sensing and high pacing impedance. The fracture in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Additionally, several cuts into the insulation were found, which most likely resulted from the extraction procedure. The quality documents accompanying the manufacturing processes for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the leads functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this rv lead was explanted due to oversensing with inappropriate therapy and lead breakage. During the same surgery the lv lead was also explanted due to impedance values out of range.